Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was around 414 m/dl at the time of the incident. . The customer was guided for troubleshooting. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a backup plan per hcp instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.